Event description:
It was reported that during an unknown procedure, the handpiece mount was loose. No additional information was known. Device not being returned.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.